Manufacturer narrative:
The referenced report of thrombus is covered under medwatch MFR report # 2916596-2015-00827. The referenced report of driveline repair is covered under medwatch MFR report # 0002916596-2014-00685 and medwatch MFR report #2916596-2015-00424. (B)(4). Approximate age of device ¿ 1 year and 9 months.  The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient presented with hemolysis, hematuria, and elevated lactate dehydrogenase. The lvad system produced low flow alarms. The patient was treated with heparin and IV fluids; however, it was reported that CT scan and x-ray revealed clots in the inflow conduit and outflow graft. The patient had a history of thrombus, inflow malposition, and driveline repair. It was reported that the patient had several readmissions in the past few months for low inr requiring IV heparin and lovenox. The patient was morbidly obese and wore a nicotine patch. A pump exchange via subcostal approach occurred on (B)(6) 2017. It was reported that the patient tolerated the procedure well. No additional information was provided.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 4 inches from the pump housing and an 11-inch portion of the severed driveline was also returned. The sealed inflow conduit was returned attached to the pump¿s inlet port. The sealed outflow graft was returned severed at the graft attachment and attached to the pump outlet port. The outflow graft bend relief was severed at its hardware and returned detached. Examination of the pump blood-contacting surfaces found non-laminated depositions situated between the outlet stator blades. The lack of structure and laminated layering suggests that it did not form in the outlet stator. Although a root cause for the development of the depositions could not conclusively be determined through this evaluation, the depositions could have contributed to the patient's elevated lactate dehydrogenase levels. Upon removal of the observed deposition, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was initially reported that the device was returning for analysis; however, the device was not returned. Multiple requests for product return were sent to the customer, however, the pump was not returned. A full evaluation of the explanted device could not be conducted as the explanted pump was not returned to the manufacturer. The report of a malpositioned inflow conduit could not be confirmed through this evaluation as images taken by the hospital were not provided. An x-ray provided for review appeared inconclusive for any obstruction in the inflow cannula and outflow graft. A submitted photograph of the inflow conduit elbow revealed a deposition of clotted blood within the lumen; however, a cause of the deposition could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. The manufacturer is closing the file on this event.